Event description:
Reference number (B)(4). Event occurred in spain, it was reported that, the patient experienced issue with 5 infusion set's cannula of being kinked on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5.